Event description:
A caller reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. The pump was confirmed to be in warranty, and technical support decided to replace it. The caller was informed they would receive a pump with updated software and acknowledged multiple instructions, including putting the pump into storage mode and returning it to tandem. The caller was also reminded to program their pump settings and connect their continuous glucose monitor to the replacement pump. The replacement pump was sent without requiring a signature for delivery.